Manufacturer narrative:
Device evaluation update: results of investigation: despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. No functional or performance issues were found. However, vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned for evaluation.

Event description:
It was reported to vyaire that the bellavista 1000 ventilator failed photonic o2 concentration calibration while in use with a patient. Furthermore, the unit turned off by itself. The patient was transferred to alternative ventilation and no patient harm was reported.